Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6) batch/lot number: 7158295 model/catalog description: linear st lead kit 50 cm unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient experienced inadequate pain relief from the spinal cord stimulator (scs) device. The patient underwent a procedure wherein the scs leads were replaced. The patient was doing well postoperatively. The explanted devices will not be returned due to facility preference.